Manufacturer narrative:
The event description in the initial report was incorrect. This supplemental report has been updated to reflect the correct event description for the complained device.

Event description:
It was reported that the infusion device had a defective button.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.